Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had used every program on his machine (and gone through amp appropriately) - none were working or helping him. It was indicated that the patient had a fall about 2 months prior coinciding with loss of therapy. It was also reported that the patient was retaining fluid and was self-catheterizing and getting 1300-1550. They went to the hospital because they thought he was retaining fluid. The change in therapy/symptoms was considered to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.